Manufacturer narrative:
(B)(4). Attempts to follow up with the injecting healthcare professional have been unsuccessful; therefore info such as the type of product and device lot number are unavailable at this time. Device record history summary: indications. Indicated for use in the filling of medium size and deep wrinkles of the face by injection into the mid and/or deep dermis. Undesirable effects. Practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (e.g. Redness oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection.

Event description:
Patient reported after injection of the chin with juvederm, the patient developed swelling, redness and "3 little pustules" on the chin. Patient was treated with antibiotics. Symptoms are ongoing.